Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic, non-dependent patient presented in clinic for a routine follow-up. Upon device interrogation the pacemaker (pm) displayed an error message. Subsequent device interrogation attempt produced same error message. Device firmware reinstallation was not attempted due to device low battery condition. No intervention was performed at this time.

Event description:
New information revealed that the device was explanted and returned.

Manufacturer narrative:
Final analysis found the reported field event of software error was confirmed in the laboratory and was due to code corruption. The device was tested on the bench and was revealed to be in backup vvi as a result of a checksum error.